Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no sample or photo of the assembly fixture was available for investigation. The assembly fixture is provided by a supplier. Product undergoes 100% inspection prior to release, including verifying the functionality of the fixture. As the lot reported is invalid for this material, a device history review could not be performed. Based on the available information, we cannot identify a root cause related to the assembly fixture or our process at this time. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Leakage during opening the vials through this device. When did the incident occur? During use leakage during opening the vials through this device. Additional information: has there been any patient impact (serious injury, medical intervention, change of treatment required)? Answer : no patient impact, just only delay in treatment as there are two technicians working for medication preparation and as one assembly device is not working so it delays the treatment time. 2.can we clarify if the vials are damaged after using the assembly fixture to assemble the protector to the vial? Answer: no vials does not get damaged directly, its actually protector got damaged during fixation. 3.where is the leak occurring from? Answer : afrom vials. I have reached to the end user and asked the queries, she confirmed that protector was not broken actually during fixing of protector we faced spillage from the vial which is the actual leakage so no part of protector is broken or cracked. Per follow up: according to latest information from customer, it was just damage on the vial that is being observed, it is not between protector and vial. The actual issue was with assembly fixture and some screws and springs got lose, however customer has fixed that assembly fixture temporarily manually and is working fine for current time being.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Leakage during opening the vials through this device. When did the incident occur? During use. Leakage during opening the vials through this device. Additional information: has there been any patient impact (serious injury, medical intervention, change of treatment required)? Answer : no patient impact, just only delay in treatment as there are two technicians working for medication preparation and as one assembly device is not working so it delays the treatment time. 2.can we clarify if the vials are damaged after using the assembly fixture to assemble the protector to the vial? Answer: no vials does not get damaged directly, its actually protector got damaged during fixation. 3.where is the leak occurring from? Answer : afrom vials.